Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, it was reported that there was difficulty flushing the powerflex (10mmx2cm 80cm) balloon dilatation catheter with saline as there was leakage observed from the proximal portion of the balloon where the balloon meets the shaft. There was no report of any patient injury. Another balloon was used to complete the procedure. The product was stored properly and the physician was well trained on how to use the product. At this moment, there is no further information available. There was nothing unusual noted about the packaging prior to opening the product. The product was returned for analysis. One non-sterile unit of powerflexpro 10mmx2cm 80cm balloon dilatation catheter was returned. Per visual analysis no anomalies or damages were noted on the balloon. It was noted that the balloon had been inflated and deflated previously. No other damage was noted in the device. A leak test was performed and the balloon was inflated to 12 atmospheres and deflated with no leakage found. A device history review (DHR) of lot 16003383 revealed no anomalies or non-conformances that can be associated with the reported complaint. The event reported by the customer as ¿balloon - burst-at/below rbp (peripheral)¿ was not confirmed since no burst or leakages were found during functional analysis of the returned device. The exact cause of the reported leakage from the proximal portion of the balloon could not be determined during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
During an unknown procedure, it was reported that there was difficulty flushing the powerflex (10mm2cm 80) with saline as there was leakage observed from the proximal portion of the balloon where the balloon meets the shaft. Another balloon was used to complete the procedure. The product was stored properly and the physician was well trained on how to use the product. At this moment, there is no further information available. There was no report of any patient injury. There was nothing unusual noted about the packaging prior to opening the product. The product will be returned for analysis.